Manufacturer narrative:
Parital lead measuring 5.4 cm with the connector pin was returned for analysis. Analysis was normal on the portion of the lead returned.

Event description:
It was reported that the patient has deceased/expired. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. No additional information was reported.